Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test followed by a motor error alarm during the rewind as a result of a motor encoder signal being out of phase. The device was received with cracked case at the display window corners, and reservoir tube lip as well scratched screen.

Event description:
The customer reported having an MRI and the insulin pump was near the door way of the room. The blood glucose reading was 250mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.